Manufacturer narrative:
Analysis of the recharger (B)(4) found evidence of broken connector pins within the cable assembly. (B)(4). Due to imdrf harmonization, the conclusion code, method code, and result code may have been updated for some devices that submitted device early. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement desktop charger resolved the issue about the ins being dead.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), (B)(4) apply to implant neurostimulator (ins). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. It was stated ins recharger (insr) was replaced in previous report and now insr was doing the same thing. Patient stated insr screen was blank, and wouldn¿t charge ins. It was noted ins went dead because ins needed to be charged. Patient stated the desktop charger (dtc) green light was on and connector pin was plugged in with the arrow matched up. Patient unplugged connector pin and the metal tip looked a little bent. Patient reinserted connector pin and connection felt secure. It was noted the connector pin was bent on dtc. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.